Event description:
It was reported that balloon ruptured occurred. The balloon was used in the first target lesion which was left circumflex coronary artery then it was used in the 80% stenosed lesion located in the moderately tortuous and mild to moderately calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation and used on multiple times in the lesion. However, during inflation at 8 atmospheres for three seconds, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6).